Manufacturer narrative:
Case #(B)(4) manufacturer reference: (B)(4) additional information: a1, d4 (model #, catalog#), e1, g3. Correction: d1, d4 s.n. None provided, g1, g2.

Manufacturer narrative:
The device was not returned for analysis. A non-visual investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. The manufacturer internal reference number is: (B)(4). Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
It was reported that the patient received the appliance on (B)(6) 2025 and started using it on (B)(6) 2025. The patient reported on 08/04/25 that on (B)(6) 2025 both the upper and lower trays felt too tight. When he attempted to use them, he experienced pain, and upon removal, the crown on the lower left first molar came off. He plans to speak with his dentist to determine whether the crown can be re-cemented or if it needs to be replaced. It is reported that the patient is 28 years of age.

Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).